Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the gamma nail broke. X-ray image also showed broken locking screw. Revision surgery occurred as a result.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. Device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. The appearance of the breakage surface of the anterior web suggests that the nail breakage had its origin in this area. The fracture pattern resembles a fatigue fracture (evident by appearance of lines of rest/ waves). Starting from that region with an incipient crack at the lateral edge, the breakage progressed through the cross section. As a result of which the posterior web broke in a much quicker way with increased tensile load. Signs of which are visible along the curved edge of the posterior web. Severe drill marks were found at the lateral entrance of the proximal through hole at the anterior web; they progress through the bore towards medial. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) at the lateral edge of the anterior web. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. A clinical statement was requested for the evaluation of the provided medical data. Following statements are opined by him: ¿there is a subtrochanteric fracture treated with a long nail. Due to non-union at the fracture site it came to self mobilization (dynamization) of the proximal fragment with breakage and bending of the distal screws. However, this did not end up in healing but due to the ongoing non-union after a while the nail broke as well, although the initial reduction with the two cerclages did not look bad. Three reasons will have contributed to the outcome. Heavy load with the obese patient, the fracture pattern, which is always statically demanding and the misdrilling.¿ based on the above investigation, it is evident that the nail broke due to a combination of factors including a non-union, a complex fracture pattern, patient being obese and finally the mis-drilling but predominantly the root cause of the failure is patient related. Patient being obese had a great impact on the nail and eventually on the screw. The non-union also overloaded the nail and the screw. The nail was initially damaged during placement and hence also contributed to the failure. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that the gamma nail broke. X-ray image also showed broken locking screw. Revision surgery occurred as a result.